Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform ((B)(4)) does not power on. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) does not power on" was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on successfully during the testing. Upon visual inspection, noticed damage to the front enclosure and battery lock. The observed physical damages were unrelated to the reported complaint. The cause for the physical damage was due to normal wear and tear of the autopulse platform. The autopulse platform was manufactured in april 2010 and is 9 years old, past the expected service life of 5 years. During initial functional testing, the autopulse platform was powered on successfully. However, the platform failed to perform compressions due to the load cell amp cable being disconnected from the processor board, which is unrelated to the reported complaint. The platform performed compressions without any fault or error after the load cell amp cable was securely plugged back to the processor board. No other device malfunction was observed. Unable to duplicate the customer reported complaint. The archive data review showed no significant discrepancies on the reported complaint date. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.